Event description:
It was reported that the customer had a blank display on the insulin pump. Customer's blood glucose level was 4.7 mmol/l. Customer was trying to do a reservoir change and the pump went blank. Customer had a low reservoir alert and was going to change to change the reservoir. Customer has not been able to rewind the pump. Customer inserted a new aaa alkaline battery to test with the pump and the display returned. Pump had a battery out limit alarm and no delivery alarm when the pump turned back on. Customer has already rewound the pump and is going to change the reservoir. Troubleshooting was not performed for the no delivery alarm since it occurred before. Customer will change the set. Customer will be shipped a replacement battery cap. Customer was advised to monitor the pump. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.